Manufacturer narrative:
The device was not returned for evaluation. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Event description:
The site reported a patient experienced significant bleeding (approximately 100cc) after biopsies during a superdimension procedure. The bleeding stopped spontaneously. The patient was admitted for observation overnight.